Manufacturer narrative:
(B)(4) date sent: 10/20/2021 additional information was requested, and the following was obtained: what was the exact implant date? What is the product code? What is the lot number? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? What is the management plan for the patient? When is the explant date set? When the explant has occurred can we please have the device returned for analysis? If yes, to whom should the shipper kit be sent to (please include full name and address). Answer = my mother does not want to provide any additional information.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable. Additional information was received: there was a request that we not contact the surgeon who implanted the linx product.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Exact date unknown. Only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to the surgeon for your mother in law? If yes, what is the name and email please? What was the exact implant date? What is the product code? What is the lot number? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? What is the management plan for the patient? When is the explant date set? When the explant has occurred can we please have the device returned for analysis? If yes, to whom should the shipper kit be sent to (please include full name and address).

Event description:
It was reported by the j&j employee that his mother in law got the linx product placed about 2 years ago. She is having some issues and needs to have it removed as it¿s sliding down into her stomach. No further information was provided.